Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400636333. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the pumps shut down with the 2150 or the 2112 device alarm and only occur while norepi/levo is running in the ICU. Very concerning bc the pump stops working and they have to get a new pump and reprogram during the admin of a critical med. Patient is in ICU and a new pump has to be programmed - CPR has been administered. Additional information was received from univ new mexico hospital that confirmed this event involved a single patient with the use of multiple infusomat® space pumps. Serial numbers (B)(6).

Manufacturer narrative:
This report has been identified as b. Braun mecical inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. When the device was evaluated, the reported issue was observed. The p2 connector and p3 connector were replaced due to evidence of fluid. Preventative maintenance was performed. The log review did note the occurence of the reported issue. While the event reported was observed on the device, our evaluation indicated that the failure was not attributed to a b. Braun process or product failure, and that potential misuse or mishandling of the device or device components were more likely to cause the failure mode to occur. All information concerning this reported incident has been included in our trend analysis of the product line.